Event description:
During cardiopulmonary bypass surgery, the sternal saw stopped working before the incision was completed. There were no reports of adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.